Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip broke and burned the surgeon's finger". The case was completed using an alternate procedure (electrocautery machine). It was additionally reported that the surgeon had a "pinhole and deep tissue pain from laser burn". The physician was seen in the hospital emergency room and referred to an orthopedic physician if needed. The physician went on to do another case after the incident. No further information was reported.